Event description:
The account alleged that the bed exit alarm was not functioning. No pt impact.

Manufacturer narrative:
The technician found the bed was zeroed with the pt in the bed, user error. The bed was zeroed out and the technician in-serviced the account on the bed exit to resolve the issue.